Event description:
The patient experienced chest pain and atrial fibrillation (af) with rapid ventricular response. On interrogation, it was observed that the right ventricular (rv) lead exhibited high thresholds, high impedance, and undersensing on non-magnet electrograms (egm). Right atrial (ra) lead undersensing on stored egms and non-magnet egm was also observed. The rv lead and the ra lead remain in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).